Event description:
It was reported the pt has experienced pain and burning at the ipg site since it was implanted. The issue is experienced with stimulation on and off. The pt went to the emergency room for treatment of the pain and burning (treatment that was given is unk). Surgical intervention was undertaken on (B)(6) 2014 and the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.